Manufacturer narrative:
One medfusion pump was received with a counterfeit top case and no visible contamination. The event history log was reviewed and there was nothing pertaining to a high pressure alarm or noise. An occlusion test as well as a force calibration verification test were performed. The reported high pressure alarm was unable to be duplicated. The force sensor readings were all in specified tolerance as follows; no load 0 : count =47 and force readings 0.07 lbs. At 5 lbs, force readings 5.09 lbs. And at 15lbs force readings 14.90 lbs. The cause of the issue was unable to be determined since there was no external damage and no contamination on the main printed circuit board, plunger cable or plunger board. The plunger cable was replaced as a preventative measure. Lack of grease on the warm coupling cavity and worn out parts caused the noise during infusion. This was due to normal wear since the pump is over 10 years old. The worm coupling, worm gear , lead screw and clutch half's were replaced due to worn parts to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a high pressure alarm and there was a noise during infusion. The issue was found during routine preventative maintenance testing and there was no patient involvement.